Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure after a thoracic endovascular aortic repair (tevar) using penumbra coil 400 coils (pc400 coils). During the procedure, while attempting to advance a pc400 coil through another manufacturer's microcatheter, the physician met resistance and decided to remove the pc400 coil. While the pc400 coil was being forcefully retracted, it unintentionally detached inside the microcatheter and the introducer sheath became kinked. The physician removed the pc400 coil and the microcatheter from the patient and completed the procedure using a new px slim delivery microcatheter and a new pc400 coil. There was no report of an adverse effect to the patient.